Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter during blood sampling at the tap, the nurse notices that the vacutainer adapter is blocked. While removing the socket to try to remove the adapter with forceps, the nurse pricks herself on the needle, which is no longer protected by the rubber cap. Any intervention performed on the nurse was not reported. The following information was provided by the initial reporter. The customer stated: ¿patient with an arterial catheter to which a single pressure line with a proximal 3-way valve is connected. At the end of a blood sampling at the tap, the nurse notices that the vacutainer adapter is blocked. While removing the socket to try to remove the adapter with forceps, the nurse pricks herself on the needle, which is no longer protected by the rubber cap.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 5000009933 was reported, however, this is not a lot# manufactured for this product line. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter during blood sampling at the tap, the nurse notices that the vacutainer adapter is blocked. While removing the socket to try to remove the adapter with forceps, the nurse pricks herself on the needle, which is no longer protected by the rubber cap. Any intervention performed on the nurse was not reported. The following information was provided by the initial reporter. The customer stated: ¿patient with an arterial catheter to which a single pressure line with a proximal 3-way valve is connected. At the end of a blood sampling at the tap, the nurse notices that the vacutainer adapter is blocked. While removing the socket to try to remove the adapter with forceps, the nurse pricks herself on the needle, which is no longer protected by the rubber cap.¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve side piercing and clog was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode sleeve side piercing and clog. Bd was not able to identify a root cause for the indicated failure mode.